Manufacturer narrative:
Insulin pump up arrow button did not respond, due to corroded keypad trace. No scrolling number display anomaly noted. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported that the numbers on the insulin pump were ramping when attempting to bolus. Customer stated that they wear the insulin pump in their bra. Customer's blood glucose reading at the time of the call was 214 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.